Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to activate the pump, although the physician was able to inflate it during evaluation. A surgical procedure was performed in which the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).